Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis confirmed the reason for return. These failures occurred due to the ring electrode being covered by the proximal insulation.

Event description:
It was also noted that during the lead revision, the device was not sensing, had a high capture threshold of greater than 3.0 v and lead impedance was 1800 ohms.

Event description:
It was reported that the lead dislodged. The lead was explanted and replaced.